Event description:
User experienced a leak coming from the instrument onto the floor. No patient samples were affected and no one was harmed. The field service representative determined the cause to be a crack in the water reservoir, and the water reservoir was replaced. No further leaks present.